Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported through the submission of a revision implant sheet that the patient's right hip was revised. Noted on the sheet: "reason: periprosthetic fracture. No other information is available due to sealed electronic medical records." An accolade ii stem, head, and liner were revised to an mdm metal liner and adm/ mdm poly insert. Update: there are no allegations from the v40 36mm -5mm biolox-delta head or x3 36mm 0° liner.